Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. No battery out limit alarm, weak battery alarm, motor error alarm, blank display noted during the testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as diabetic ketoacidosis. The customer blood glucose level was 559 mg/dl at the time of incident and other value was 190 mg/dl. Customer stated that insulin pump was not delivering insulin, buttons was not responding and they gots stuck. Customer stated that buttons was stuck from time to time and it takes time until it response. Customer stated that buttons had dirt too that maybe one of the factor why it was stuck from time to time. Customer declined troubleshooting for high blood glucose and says she was ok. The device will be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.